Event description:
MFR received a report from the consumer and dealer alleging that the lack of "full turn" aggravated a pre-existing skin condition. The consumer sustained a skin breakdown requiring a skin graft. What role if any co's device caused the incident is unclear.